Event description:
Healthcare professional (hcp) reported a patient was injected in the dark circles with toxin (botox) and juvéderm® volite¿¿. At the end of that month, the patient experienced, ¿permanent edema after several days of inflammation.¿ hcp also reports, ¿the juvéderm® volite¿ could have leaked to a more superficial layer.¿ the patient was treated with hyaluronidase. Two weeks later the patient ¿presented a second inflammation." The hcp stated that, ¿it could require one or more applications of hyaluronidase in the area where it was injected.¿ patient also experienced pain and vision was affected when patient bent down. The areas adjacent to the infiltration zone also became inflamed and that bothered the eye area. Hcp reports ¿with the injection of hyaluronidase, this problem has stopped." The patient then was treated with antibiotics. Symptoms are ongoing.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vision abnormalities is considered an unexpected adverse drug experience.